Manufacturer narrative:
The intraocular lens remains implanted. Reason for non-evaluation: the device was not returned for analysis. The lens remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Product serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported that following the implantation of a tecnis symfony intraocular lens (iol) into her left eye (os), the vision is not clear. The patient can't see without glasses and she is having a very difficult time to perform near visual tasks such as reading and cooking. The patient was prescribed glasses for reading. The patient received laser treatment on (B)(6). Follow up with the surgeon was performed and the following information was provided: the doctor operated an (B)(6) lady on (B)(6) 2018 with a symfony intraocular lens (iol) in the left eye. The surgery went well and the iol is centered. Post operative, the patient had some corneal edema which quickly resolved and a tear dysfunction with corneal superficial punctate keratitis (spk) which took a few weeks to resolve. Currently, she is having difficulty reading at near with her left symfony eye. The cornea is clear, the iol is centered, a fluorescein angiogram and optical coherence tomography (oct) of the left macula is normal and topography shows only a central horizontal asymmetrical bowtie and normal corneal thickness. There is no evidence of keratoconus. She had a monofocal acrylic intraocular lens placed in the right eye several years ago. Refraction: od (right eye) -1.25 +1,50 x 165= 20/20-2 + 3.00 add= j1, os (left eye) -0,50 + 1.00 x 021 = 20/30-2 + 3.00 add= j1. Without glasses: od(right eye) 20/40-1 j10, os (left eye) 20/50 j10. The patient had a yag (yttrium aluminum garnet) capsulotomy on (B)(6) 2018 and the capsule is open. The iol quality appears normal. The only thing that the surgeon can see is a small horizontal bowtie like birefringence of the anterior surface of the iol. The patient was referred to a retinal and corneal specialist who cannot answer why she is having difficulty with uncorrected near vision in the left eye. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Corrected data: in the initial MDR, report source was inadvertently not populated with company representative as required. Additional information was received from the patient who commented that she has seen her doctor a number of times after the surgery. States she has to wear glasses all the time in order to perform near vision tasks, has headaches, shoulder aches, is physically and mentally impaired. The following was provided by a key opinion leader to the implanting doctor at his request. The intraocular lens (iol) appears to be well placed and patient's refractive outcome is reasonable (-0.50+1.00x21). The doctors explored various possibilities. Tear film abnormalities: this requires the patient about a month to clear superficial punctate keratitis (spk). Patient to resume osd (ocular surface disease) treatment to see if this helps. Residual astigmatism/refractive error: the pentacam review revealed the patient had very low cylinder on the topography exam, but her tcrp (total corneal refractive power) revealed about 1.1 diopter of corneal astigmatism. However, the patient's vision did not improve significantly with spectacle correction. The doctor suggested laser vision correction as a remedy. It was suggested to check a distance correct near vision, in the event the doctor can get a suitable refraction for her. Patient will need to be happy in spectacles. Irregular astigmatism: the topography shows some irregularity. A consideration would be rgp (rigid gas permeable) trial to see if her distance vision improves. Reading distance: the doctor explained that given the effective reading distance for symfony, for most patients do better at intermediate, about j2 at near (if one hits their refractive target). Also given the patient's stature, her arms may not be long enough to appreciate the optimal reading distance for the iol. Patient dissatisfaction with the lens even with glasses could be due to patient having low myope prior to surgery as well as the expectation to have perfect vision. The doctor reiterated the patient was not promised "perfect" vision. The patient complained of decreased contrast. This is expected with any lens that provides multifocality/edof (extended depth of focus) as the doctors concurred. The patient is not interested with an iol exchange. The doctor plans on rgp refraction and continue to optimize/treat her ocular surface. Serial#: (B)(4); catalog#: zxr00u0195; expiration date: 11/17/2021; (B)(4). Health professional. User facility. Company representative. Device manufacture date: 11/17/2016. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received from the patient who continues to report of not seeing close vision at all without glasses and near vision is worst than before the surgery. Her far vision is better after the surgery; however, it is unclear and blurred. At her eye check and under the bright light, the patient can read the eye-test chart though. No further information was provided. The following section has been updated accordingly: (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.